Manufacturer narrative:
Device code is unavailable due to a lack of information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient reported that the implantable cardioverter defibrillator was going off repeatedly from (B)(6) 2017 to (B)(6) 2017. The facility could not confirm the complaint. The device was removed and replaced due to a device upgrade. The facility had no further information regarding the alleged malfunction.